Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the catheter of a deltec® port-a-cath® implantable venous access system separated from the port. The port and the catheter were surgically removed. No permanent injury was reported.

Manufacturer narrative:
One used portal was received for evaluation. Visual inspection, using microscopy, was performed and revealed that a section of the catheter was over the outlet tube. The surface and end of the catheter had a rough texture and appeared to be dry. In addition, the presence of many small longitudinal slits were observed. The reported complaint was confirmed based on visual inspection; however, because the remaining length of the catheter was not available for evaluation, this investigation could not establish a definitive root cause to the reported issue. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
The catheter removal was performed via interventional radiology. The event was considered resolved.